Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 570 was confirmed. The device was repaired at the facility by a baxter representative. The failure code 570 indicates that the battery discharged to a potentially damaging level. Investigating reports of the failure code 570.

Event description:
Customer reported a failure code 570. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during patient infusion. Although baxter requested, no additonal information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.